Manufacturer narrative:
(B)(4).

Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm in zone 2. The diameter of the aortic proximal neck was 33 mm, and the diameter of the distal neck was 25 mm. It was reported that the patient presented emergently with an ascending aortic dissection. The entry site of the dissection was proximal to the implanted stent graft, and reported by the physician as being unrelated to the stent graft. The dissection extended around the circumference of the aorta, and the flap of the dissection was almost able to enter into the left ventricle of the heart from the aortic valve when in diastole. The patient underwent an open conversion to replace the ascending aorta. The physician explanted and discarded the proximal valiant stent graft and added a vessel prosthesis to the remaining valiant. The surgery was successful, and the patient was reported to be stable. No additional clinical sequelae were reported. The physician commented that there was no causality of the device to the dissection, and that every device could have led to the same result. The patient had a pre-existing dissection, and the other sites may have had tension after the stent graft implant, so that the weak site would have led to dissection by heartbeat.